Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (B)(4), alleging that his onetouch ultra2 meter displayed inaccurately high control solution test results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient alleged that the subject meter was reading inaccurately in (B)(6) 2018, when he obtained an inaccurately high control solution test result of 162mg/dl compared to the expected range of 124-153 mg/dl. The patient manages his diabetes with a combination of metformin oral medication and another (unknown) medication. The patient denied making any changes to his usual diabetes management routine as a result of the alleged issue. He reported that an unspecified time later, he developed ¿blurry vision¿. He stated that he went to the emergency room on an unknown date in (B)(6) 2018 where he obtained a blood glucose result of 240 mg/dl on a laboratory device. He indicated that he was given an insulin injection at the ER and the doctor changed his diabetes medications. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient confirmed that his test strips were within expiry date and had been stored correctly in an intact vial. He indicated that he was using correct control solution which was also within expiry date and had been stored correctly. The cca walked the patient through a control solution test and the result of 158 mg/dl fell outside the range expected. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high diabetes excursion after obtaining an alleged inaccurately high control solution test result on the meter and continuing with his usual diabetes management routine.